Manufacturer narrative:
(B)(4). The supera 6f 5.5 x 60 mm being filed under a separate manufacturer report number. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of stenosis is listed in the supera instructions for use (IFU) as a known patient effect of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional non-surgical treatment was related to operational context.

Event description:
It was reported that the initial procedure was on (B)(6) 2015 to treat lesions located in the superficial femoral artery and proximal popliteal artery. Two supera self-expanding stents (5.5 x 60 and 5.5 x 150) were implanted. On (B)(6) 2016, the patient was re-admitted with re-narrowing of the superas which was treated with a 6.0 x 120 mm drug-eluting balloon catheter. No additional information was provided.